Event description:
Trinity revision of the ecima liner and biolox delta ceramic head due to liner disassociating from the shell.

Manufacturer narrative:
Per (B)(4) initial report. The following additional information was requested from the reporter: date of the initial surgery? Post primary and pre revision x-rays? Operative notes (primary and revision). Patient weight, activity level and medical history? What was the patient doing at the time of the disassociation? Did the patient follow correct post-op protocol? An update on the patient post revision? The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head due to liner dissasociating from the shell.

Manufacturer narrative:
(B)(4) final report the following additional information was requested from the reporter: date of the initial surgery post primary and pre revision x-rays operative notes (primary and revision) patient weight, activity level and medical history what was the patient doing at the time of the disassociation did the patient follow correct post-op protocol? An update on the patient post revision. However, none of this additional information was provided. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The investigation determined no device related reason for this failure. The DHR confirmed the polyethylene liner to be in specification, and the ceramic modular head was purchased to specification from ceramtec. It is suggested that the root cause may be related to incorrect shell positioning and/or incorrect liner seating, leading to impingement of the liner, leading to the liner dissociating. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities respresentivitive or distributer caused or contributed to this event.